Manufacturer narrative:
This report is filed april 28, 2014.

Event description:
The device was explanted on (B)(6) 2014, due to edema at the implant site and extrusion of the ground electrode.

Manufacturer narrative:
(B)(4): device not returned to manufacturer.